Event description:
It was observed during the device evaluation that the rigid scope had a burst drying ring beneath the eyepiece window. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional and corrected information. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: moisture damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.